Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she had small air bubbles in the reservoir when filling it. The blood glucose level at the time of the incident was 147 mg/dl. The customer pushed insulin back into the vial, refilled the reservoir and was using that reservoir. It was advised to discard it and use a new one. Customer stated the insulin pump was not rewound with a reservoir in place. Air bubbles did not persist after gassing insulin vial and filling new reservoir. The product will not be returned for analysis.